Event description:
Info received indicates that during use of the heart positioner device, a non-medtronic vacuum regulator accessory unit unexpectedly increased vacuum-pressure within the circuit to levels high enough to cause pt cardiac tissue damage. The tear caused by the vacuum regulator malfunction was repaired intraoperatively with no additional consequence to the pt.